Event description:
Thirty minutes into a hemodialysis pt treatment, the fresenius hemodialysis machine alarmed "blood leak" (the blood leak detector light on machine turned red). The dialysate hose (red port) was observed to have the dialysate fluid, blood-tinged. At that time, the blood pump of the hemodialysis machine was turned off immediately. Then, the red hansen connector was removed from the dialyzer with the dialysate fluid checked for the presence of blood with a serum guardian blood leak strip (that tests for blood in dialysate). The test strip result was positive for the presence of blood in the dialysate fluid. At that time, the hemodialysis treatment was discontinued. The pt's blood was not returned back to the pt. The pt did not have any complaints. The hemodialysis machine was taken out of service. A different hemodialysis machine with a new dialyzer was set-up and primed with the pt connected and the hemodialysis treatment re-started. The pt's hemodialysis treatment was uneventful. The hemodialysis machine was removed/tagged for internal disinfection by the hemodialysis engineer (with machine culture sample being taken today by hemodialysis engineer and sent for analysis).